Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen. On approximately (B)(6) 2026, the patient experienced a skin reaction with itching, rash, redness, pustules, underneath sensor pod area only. The patient had to go to urgent care to have the skin reaction checked. The infected area was disinfected then he was prescribed cephalexin that he had to take for 10 days. The patient was discharged that night. At the time of the report, patient condition was unspecified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.